Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was capped and replaced due to high thresholds. It was replaced with the same model lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.